Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally and the catheter was cut in two pieces. The cause of the reported malfunction could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, this device was advanced to the target site and the balloon was attempted to inflate but it was not possible. It seemed that the contrast media was leaked near the balloon. The more pressure was added to the balloon then the balloon was ruptured. The device could not be removed from the scope. The scope and balloon were removed from the patient as a unit and the balloon was cut and removed from the scope. The procedure was successfully completed using another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.